Event description:
It was reported that this programmer was not able to power up. Further, clinician decided to swap the power cord and the programmer successfully turned on which resulted to power cord or brick sparked and now programmer will no longer turn on. Additional information received from the field representative indicated that the programmer issue was not resolved and was returned. This programmer remains in service. No patient involvement was reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. A visual analysis was completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The programmer passed the functional test and the baseline evaluation. Error codes were confirmed in the memory log files but were not able to be replicated during analysis. Furthermore, failure to power-up and damaged cables or connectors allegations were addressed through specific testing. The power was cycled (turn on and off programmer) several times using both battery power and the ac power cord. The unit always booted up as intended, no abnormalities observed. In addition, no issue was detected on system functional test. Field observations not confirmed.

Event description:
It was reported that this programmer was not able to power up. Further, clinician decided to swap the power cord and the programmer successfully turned on which resulted to power cord or brick sparked and now programmer will no longer turn on. Additional information received from the field representative indicated that the issue was not resolved and programmer was returned. This programmer remains in service. No patient involvement was reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.